Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, during the preparation of a 9610es16, while flushing the device, a white fluid came out the esheath. The dilator was inserted and while doing this, a viscous white fluid came out of the esheath. A non-edwards sheath was used in replacement. The procedure was successful.the esheath box was stored in a cabinet in the operation room. It was not exposed to significant temperature changes. The packaging did not present any damage prior to unpacking. The esheath was not mishandled in any way during unpacking or at any point prior to hydrating. The esheath was prepared with heparin solution.

Manufacturer narrative:
Corrected h.6 codes based on engineering evaluation. The sheath was returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to flushing difficulty and/or particulates. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During visual inspection, the sheath was noted to be unexpanded with the distal tip unopened. Droplets were found within the distal tip of the sheath. Under ultraviolet light, residue was found along introducer shaft distal of the hub. Under ultraviolet light, residue was also found on the outside of the sheath tip. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results of the residues show similar absorption characteristics as polyvinylpyrrolidone (pvp) and poly(acrylamide) (pa), two of the main components of hydrophilic coating. An image of the viscous fluid on the introducer was provided as well. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The flushing difficulty and particulate were confirmed. Engineering and review of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during the preparation of a 9610es16, while flushing the device, a white fluid came out the esheath. The dilator was inserted and while doing this a viscous white fluid came out of the esheath.'' Per evaluation of the provided imagery, the introducer was noted to have a viscous fluid over the introducer shaft. Per evaluation of the returned devices, a fluid-like substance was found on the sheath shaft, within the sheath distal tip, and along the introducer shaft near the hub. Per material analysis, this substance was determined to be closest to the hydrophilic coating of the sheath/introducer. Per the training manual, ''gently flush sheath through flushport with heparinized saline until filled and close stopcock to sheath'' then ''just prior to handing over to operating physician, advance a dilator fully into sheath housing using short movements until it stops''. The sheath is not indicated to be flushed with the introducer inserted through it. This configuration can increase pressure within the sheath lumen. It is likely that the heparinized saline flowed along the introducer shaft within the sheath and led to the hydrophilic coating of the introducer to exit the sheath distal tip, as reported. As such, available information suggests that procedural factors (improper sheath preparation) likely contributed to the reported event.